Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during acetabular screw placement, the silicone driver snapped at the shaft while drilling through the cup, and another instrument was opened to complete drilling. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.